Event description:
A pump alarm was reported during insulin delivery, indicating a malfunction. There was no adverse impact on the customer's blood glucose level. Although attempts to load a new cartridge failed due to recurring alarms, technical support assisted in troubleshooting, confirmed the customer¿s address, and arranged for a pump replacement under warranty. Instructions for putting the pump into storage mode and returning it with a prepaid label were provided and acknowledged by the customer, who will continue using their current pump until the replacement arrives.